Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. No visual abnormalities were noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 24 autoclave cycles for the handle and adapter. During functional testing the handle displayed solid blue lights. The adapter was able to function as intended. This handle presented failure codes indicating drive motor calibration failure: during functional testing, the handle was able to operate as intended. The handle was disassembled for troubleshooting and only slight wavering of resistance was observed. However, similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc (brushless direct current) board. Functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the eeprom failure codes. The reported condition was confirmed. The observed eeprom error codes were most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. The file will be closed as a component error. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: prior to a laparoscopic assisted total gastrectomy procedure, the blue status light appeared with blinking green light on handle sign when the battery was inserted. The light above the handle symbol was also flashing. No reinforcement material was used in conjunction with the stapling device. No patient issues occurred.